Event description:
Out of box failure. Hospital biomedical staff report that during incoming device evaluation it was noted the device does not recognize ac power is applied to the device. The biomedical techician reported the ac loss alarm beeps with the device attached to a known good ac line cord.